Event description:
The dentist reported the healing abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the device had fractured near the threads. In addition, the hex of the screw had been stripped and debris remained within the head of the device. No lot number was provided for the abutment screw, therefore the device history record and complaint history reviews could not be completed. No definitive root cause could be determined. (B)(4)